Event description:
Patient was revised due to loose femoral component.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Hospital kept.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: undersizing of the accolade stem in the femoral canal has caused excessive micromotion at the stem-bone interface which resulted in lack of bone ingrowth fixation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant indicated that "root cause of failure is procedure-related with regard to undersizing of the accolade stem and as such this pi case is not device-related. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised due to loose femoral component.